Manufacturer narrative:
Concomitant medical products: 638rl32 heart ring, implanted (B)(6) 2008; 1156t lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while awaiting an upcoming atrial fibrillation (af) cardioversion, the cardiac resynchronization therapy defibrillator (crt-d) alerted. En route to the hospital, the patient was reportedly shocked. It was noted the patient received inappropriate therapy for atrial fibrillation (af) with rapid ventricular response. The shock converted the patient to sinus rhythm. The crt-d remains in use. No further patient complications have been reported as a result of this event.